Event description:
Reporter alleged the blood glucose monitoring active system generated a result of lo (less than 10 mg/dl) when a test strip was inserted however, before it was dosed with blood or control solution. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.